Event description:
It was reported that the patient had been given general anesthesia in order to undergo a water vapor therapy procedure. When priming the delivery device for the procedure they were unable to complete the priming process because the generator was not working. They tried four different delivery devices but the generator still did not work. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The generator was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the generator identified minor exterior plastic enclosure damage. Technical analysis identified the generator had an unreadable static display screen. No other anomalies were identified. The unreadable static display screen identified during functional analysis contributed to the reported difficulties with the generator; therefore, the reported event is confirmed. It is likely that an electrical overstress with the monitor cables contributed to the generator difficulties during procedure leading to the aborted procedure. The generator monitor cables were replaced resolving the display screen issue. The generator minor damage to the exterior plastic enclosure is related to normal usage and unlikely related to the reported event. A review of the generator service history record confirmed that the generator was installed on 16 november 2019 and the generator was fully functional without issues.

Event description:
It was reported that the patient had been given general anesthesia in order to undergo a water vapor therapy procedure. When priming the delivery device for the procedure they were unable to complete the priming process because the generator was not working. They tried four different delivery devices but the generator still did not work. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Corrected information provided in: h6 health impact codes - code for no health consequences or impact was added.

Event description:
It was reported that the patient had been given general anesthesia in order to undergo a water vapor therapy procedure. When priming the delivery device for the procedure they were unable to complete the priming process because the generator was not working. They tried four different delivery devices but the generator still did not work. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.